Event description:
Same case as MDR 6000089-2005-00712. 329 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and underwent a target vessel reintervention (tvr) of the ramus artery. The index procedure treated two target lesions. Target lesion 1 was a 2.25 mm vessel diameter, 80% stenosed bifurcated region of the ramus artery. Target lesion 2 was a 2.25 mm vessel diameter, 95% stenosed ostial anterior side branch of the ramus artery. The physician predilated both target lesions prior to performing the bifurcated crush technique. The physician successfully placed two taxus express2 8.8% 2.5 x 12 mm (lot 6080107) drug eluting stents into the target lesions. The drug eluting stent placed in target lesion 2 was post dilated after deployment. Both drug eluting stents overlap by 6.0 mm. The pt was discharged from the hospital 2 days post index procedure receiving plavix, and asa. The site reported that the pt experienced an st and underwent a tvr to alleviate proximal edge restenosis of the ramus artery 329 days post index procedure. It was reported that the tvr was aborted after the angioplasty balloon would not cross the target lesion. The st was resolved before the pt was discharged from the hospital. The actions listed to resolve the st included hospitalization, tvr, and cardiac medication change.